Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer's blood glucose level was 261 mg/dl at the time of the incident. Customer was assisted with troubleshooting. Customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer was advised to replace the insulin pump and was advised to retrieve and save insulin pump settings and revert to the backup plan. The insulin pump will be returned for analysis.